Event description:
During the saphenous vein harvesting procedure, the saline leaked through the uniport plus handle. A second device was used to complete the procedure. No patient complications were reported by the hospital.